Event description:
Facility patient safety officer reported pca overinfusion. Syringe of 9000 mcg dilaudid in 45 ml diluent was programmed in pca mode. Shortly after new syringe was installed, patient received entire 45 ml instead of intended dose of 250 mcg (1.25 ml). Patient received 2 doses of narcan and recovered from event. Device event logs received and investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
Patient information requested, and all available information is included.